Manufacturer narrative:
The insulin pump was returned with all buttons functioning properly. However, moisture damage on the keypad was present. There was no button error alarm and no unexpected battery out limit alarm. The device was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube window and cracked case at the reservoir tube window corner.

Event description:
Customer reported via phone call button error on their insulin pump. Customer stated the device now has a battery out limit alarm. Troubleshooting for the no button error alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.